Manufacturer narrative:
The glidescope bflex single use bronchoscope has been received by verathon; however, at the time of the report the device evaluation has not been completed. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that the shaft of their glidescope bflex single-use bronchoscope had separated in the 7.0 et tube during a patient procedure. There was no evidence that material was left behind in the patient. No harm to the patient or user was reported.

Manufacturer narrative:
The glidescope bflex single-use bronchoscope was evaluated, and the detached tip was confirmed. The bronchoscope was forwarded to the sustaining engineering team for further investigation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.